Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient had difficulty walking. Imaging showed spinal stenosis, which the physician did not believe was related to the device. The device was removed in order to allow for a decompression surgery. The patient has recovered without sequelae.